Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert was received on the implantable cardiac monitor for a 4 second pause. Review of the electrocardiogram suggested r wave undersensing. Re-programming was discussed but not made due to a risk of oversensing and noise detection being affected if maximum sensitivity was further reduced. The patient was stable and was to be monitored remotely.